Event description:
Pt initially underwent vvir pacemaker placement in 1988 (8412 with 4012-58 ventricular lead), for management of chronic at. Fib. With slow prevailing rates and long pauses. Had ptca of descending coronary artery in 1990. H and p on 5/15/96 mentions- (periodic pacemaker checks have now demonstrated a change in magnet mode rate indictating approach to end of life. Pt is essentially asymptomatic from a cardiac standpoint. Recent draggy feeling.) Hospitalized 5/21/96 for elective pacemaker and lead replacement. The electrode is a recalled one.